Event description:
(B)(4). I went in for major surgery all to find out in recovery I get to have another major surgery because a coil (left) is badly embedded in my colon. I'm only couple days post op now, and feel like I'm dying.